Manufacturer narrative:
The company service representative evaluated the pump and confirmed that the helium tank valve was in the "off" position. The unit was tested to factory specification. It functioned normally and was returned to the customer. The (B)(4) operating instructions contain information on installing and replacing the helium cylinder, as well as opening the helium tank valve and confirming helium pressure. It is important to note that manual fill is available as a backup in the event that autofill is not available. Datascope corp. Has provided the customer with comprehensive follow up retraining on pump operation, with specific focus on changing the helium tank.

Event description:
The customer reported that while the unit was in use on a pt, the unit generated "low helium" and "autofill failure" alarms. They were unable to continue therapy, and the pt expired. The hospital perfusionist determined that the helium tank valve was not open. The customer does not contribute the pt death to the pump.